Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient had a loss of therapy on (B)(6) 2015 and stated that the implant had not been helping with her symptoms. The patient did not feel stimulation on (B)(6) 2015 and therapy was on. The patient thought that she may have accidentally turned the therapy off by playing around with settings. The patient increased the device from 1.1 to 2.0 but still did not feel anything. Every time she had increased in the past she always felt some sort of flutter. Her last setting was 1.8v and she had felt stimulation at this setting. The patient was getting some sort of different stimulation, almost like she could put a hand on the edge of her butt and feel it because it was kind of strong. It stopped doing that by the time of this report. This occurred on (B)(6) 2015. The patient was implanted for gastrointestinal/ pelvic floor issues.

Event description:
It was reported that the device was implanted for the patient's bowel issues, but it also helped with her urinary incontinence issues. However, there was a loss of therapeutic effect as of (B)(6) 2015, noting that the urinary incontinence issue returned as well as "some of the bowel issue." The urinary issue appeared in the middle of the night. Intermittent stimulation since implant was also reported. Follow-up is being conducted to determine cause, actions, and outcome.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0rkux, implanted: (B)(6) 2015, product type: lead. Product ID: neu_un known_prog, product type: programmer, physician. (B)(4).